Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low out-of-range pace impedance measurements less than 200 ohms due to suspected insulation damage. In addition, a stored ventricular episode showed a 3-second pause in pacing, and this patient is pacer dependent. This rv lead remains in service at this time. No adverse patient effects were reported.